Event description:
It was reported that a ht50 ventilator was generating a constant low pressure alarm. The ventilator was not in use on a patient at the time of the reported event. The ventilator was returned to medtronic/covidien. Upon inspection, the reported issue could not be duplicated. The unit was processed per factory service instructions. The unit passed all testing and operated within the manufacturing specifications. The unit was returned to the customer.